Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation the device alarmed system error 345. The cause was identified to be a failed downstream thermistor and the downstream sensor requires replacement to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.